Event description:
As initially reported by the consumer that they experienced the burning sensation, eye pain, redness, and watery eye while using the product. According to the consumer the contact lenses were soaked for more than six hours. After soaking, the consumer removed the contact lens from the lens case, rinsed the lens with clear care solution, and then inserted the lens into the right eye. The symptoms occurred only in the right eye, as no contact lens was placed in the left eye. Following lens insertion, the consumer experienced severe eye pain, which prompted seeking medical attention at the emergency room. A physician examined the consumer¿s eye and informed the consumer that only a few layers of the eye were burned, noting that the eye contains multiple layers. No medications were prescribed following the evaluation. The consumer was offered the option to remain in the hospital for cleaning eye with saline solution but was declined. As the consumer felt able to manage independently. The current status of the consumer¿s eye is symptoms improving at the time of this report. Attempts to gather additional information have been unsuccessful. No additional follow-up will be conducted at this time.

Manufacturer narrative:
H.3., h.6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).